Manufacturer narrative:
Device passed the displacement, unexpected restart error test and self test. No unexpected restart error and external ram crc error noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had an unexpected restart alarm after battery change. The customer's blood glucose values were 122 mg/dl, 98 mg/dl, and 116 mg/dl. The customer was assisted with troubleshooting. The customer reports they were able to clear and rewind the insulin pump. The device will be returned for analysis.